Event description:
A hospital reported that the infant warmer display was showing a heater power of 100% but the device was not warming. No patient consequence was stated.

Manufacturer narrative:
The biomedical technician is to replace the circuit boards. We are awaiting return of the used circuit boards to examine the error code and check performance. No conclusion can be made at this time. The event would appear to be a malfunction in the heating triac electronic component. The iw934 is designed to the infant warmer standard iec. When the temperature sensors detect incorrect heating, the microprocessor runs through a diagnostic check before issuing an alarm. Monitoring and trending of heater malfunctions in the reusable infant warmer has a worldwide occurrence rate of 0.04 ppm for the last 3 years.